Manufacturer narrative:
The reported event the atrial setscrew could not be tightened to secure the lead was confirmed. Analysis revealed the user of the torque wrench in the field was performing incorrect wrench insertions that caused stripping of the setscrew inset. The setscrew became stuck to the wrench tip and was pulled out of the device through the septum. These actions by the user prevented the setscrew from being tightened on the lead. No device anomalies were found. This is a user related anomaly that happened at time of implant.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the set screw of the pulse generator was unable to be tightened. The pulse generator was not used, and a new pulse generator was implanted. The patient was in stable condition.